Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer reported procedure: positioning of a catheter by puncture. The introducer needle and straight guide wire passed without problems and incident. In the moment of removal of the guide, it broke in the proximal third. The pt was sent to surgery to remove the broken guide.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.